Event description:
It was reported that the patient can no longer feel therapy. It was noted that the implantable pulse generator (ipg) has reached end of life (eol) the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be return as it was kept by the facility.

Manufacturer narrative:
Correction to initial MDR in blocks: b1, b5, e1, and h6.

Event description:
It was reported that the spinal cord stimulation (scs) patient received an end of service message and was unable to charge their implantable pulse generator (ipg) resulting in a loss of stimulation. Troubleshooting steps were provided in an attempt to restore therapy; however, stimulation remained off, resulting in a return of pain symptoms. The patient stated that even prior to receiving the end of service message, they had been experiencing inadequate stimulation to the lower back, causing pain and discomfort. The patient subsequently underwent a revision procedure during which the implantable pulse generator (ipg) was explanted and replaced. The patient was reported to be doing well postoperatively. The explanted device was not returned for analysis, as it was not released by the medical facility.